Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu-tni) results from multiple patient samples that were generated by the access 2 instrument. Four (4) patient samples (a, b, c and d) were tested for accu tni and results were: 14.0ng/ml, 3.43ng/ml, 11.15ng/ml, and 10.97ng/ml respectively. The results were not reported out of the lab. The original samples of all 4 patients were re-tested for accu tni and the repeated results were: 0.1ng/ml, 50.55ng/ml, 21.21ng/ml, and 16.31ng/ml respectively. Per customer, the subsequent repeats of these patient samples were normal. However, the repeated results were not provided by the customer. The customer did not receive any report of patient injury requiring medical intervention, or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
System check and pre-analytical sample handling information was not provided. Qc was within specifications before the event. The customer did not question any other assays. A field service engineer (fse) was dispatched to the customer's lab: a) the fse requested customer to run a system check before his arrival which failed badly. B) the fse inspected the instrument and found no wash buffer in the lines. The customer had advertently pinched the external wash buffer tubing when loading a new wash buffer bottle onboard. C) the fse resolved the pinched line, and re-primed all wash buffer lines throughout the system. D) the fse performed system check and qc, and results passed within specifications. E) the fse instructed customer on proper placement of external wash buffer lines. The wash buffer pinched line, addressed by the fse, is likely contributed to this event.